Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield was returned stuck inside the marksman catheter; inside of a sealed bio-hazard bag and a shipping box.. Damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were found fully opened and frayed. The middle of the braid was fully opened and no damage. Bend was found at 20.2cm to 34.6cm from the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 12.6cm to 26.8cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex shield could not be pushed forward or removed. The catheter was cut to remove the pipeline flex shield. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Conclusion: based on the returned device, the customer report of "failure to open at the middle" was not confirmed as the middle of the braid was fully opened. However, the customer report of "resistance during retrieval" and "catheter resistance" were confirmed as the pipeline flex shield was stuck inside the marksman catheter. From the damages seen on the catheter (accordioning), braid (fraying), pushwire (bending), and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to retrieve the pipeline flex shield through the catheter against resistance. However, the cause of resistance and failure to open could not be determined. Possible causes of failure to open and resistance include vessel tortuosity and lack of continuous flush during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline that failed to open in the middle and had resistance in the proximal end of the marksman microcatheter during retrieval. It was reported that the devices were prepared as indicated in the instructions for use (IFU). During deployment of the pipeline flex, the stent opened distally but torsion of the middle section was noted resulting in failure of the middle to open. It was noted that less than 50% of the pipeline was deployed when the failure to open was observed. The pipeline was not positioned in a bend. The pipeline was resheathed 2 or less times. There were no additional steps or devices used to open the pipeline. Finally, it was decided to remove the pipeline. The surgeon was planning to continue using the same marksman microcatheter. However, resistance was felt in the proximal end of the marksman during retrieval of the first pipeline so the system was removed together. A phenom 27 microcatheter was then used with pipeline 4.75 x 25mm to complete the procedure without further issue. There was no reported patient injury.